Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 600 mg/dl. Customer other blood glucose was 522 mg/dl. The customer was assisted with troubleshooting. Customer stated the site fills itchy, site from last night. The customer was treated with manual injection as well bolus for high blood glucose. Customer ate some pizza last night, she bloused, blood glucose did not go back down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery because she boluses and keeps going high. Customer stated that they drive support cap was normal. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. The insulin pump will be and reservoir will not be returned for analysis.